Event description:
During a procedure on (B)(6) 2010, a cope mandril wire broke where "floppy" end begins. The broken part was retrieved by physician via a snare.

Manufacturer narrative:
Retrieval of device portion is not labeled. Device breakage is not labeled. Event eval: still under investigation.